Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance center (tac) via phone regarding a dim light issue with the clv-190. Troubleshooting was performed. Facility replaced the bulb; however, the light output remains consistently dim and does not improve when adjusting brightness settings. Hcp requested repair service. Unit referred to repair team for further evaluation.

Event description:
It was reported that the xenon light source had dim light issue during a diagnostic colonoscopy procedure, which was completed with a similar device. There were no reports of patient harm.